Event description:
It was reported that during equipment testing conducted at the user facility, the safety pin had metal pieces missing from it. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician noted that there were chunks missing from the safety pin. The safety pin was replaced and the device was returned to the customer.

Event description:
It was reported that during equipment testing conducted at the user facility the safety pin had metal pieces missing from it. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.